Manufacturer narrative:
Additional analysis of the pump ((B)(4)) was completed and gear train anomalies of corrosion, wear, and lubrication as well as stall due to shaft bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump (B)(4) was returned for analysis. During analysis the pump was found to be overinfusing by more than 14.5% at standard test conditions.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. On (B)(6) 2016, it was reported that the patient had told the physician the pump had stopped. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was also unknown at that time if there were diagnostics/troubleshooting/interventions performed. The type of drug was not currently available and was unknown. Surgical intervention was planned but not scheduled. Patient status at the time of the report was alive with no injury. No symptoms were identified. Later on (B)(6) 2016, the physician indicated the patient¿s pump contained compounded baclofen 4000 mcg/ml (1100 mcg/day) and bupvacaine 40 mg/ml (11 mg/day). The patient heard the alarm around 10:00 pm last night, but the event logs seen at initial interrogation showed the motor stall occurring at 01:00, (B)(6) 2016. The patient had not recently had magnetic resonance imaging (MRI). No symptoms were reported as of the time of the call. The pump's indication for use (IFU) was listed as intractable spasticity, spinal cord injury/spinal cord disease, and myelopathy. On 04/04/2016, the healthcare professional (hcp) reported that there was a confirmed motor stall on (B)(6) 2016 and identified that the pump replacement was planned for (B)(6) 2016 and they were managing withdrawal syndrome. The patient¿s pertinent medical history included transverse myelitis, quadriparesis, and spasticity. Other medications (oral, etc.) That the patient was taking at the time of the event was tramadol, valium, dexilant, norco, synthroid, dispramine, and lansoprazole. The cause of the pump motor stall was not determined. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.